Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 37 and 48 hours. The site appeared swollen and red. The patient was taken to see a doctor at queen elizabeth hospital and was prescribed flucloxacillin 500mg, 4 pills per day for 5 days. The patient's blood glucose (bg) level reached 24 mmol/l (432 mg/dl). A new pod was placed to treat (bg) levels. The pod has been discarded.